Event description:
It was reported that the patient underwent a surgical procedure in which an ambicor penile prosthesis (app) was explanted because the device is now malfunctioning. No further information was provided.

Manufacturer narrative:
With all the available information, boston scientific concludes that the broken fabric threads could affect the functionality of the device, as the reported mechanical issue. The product analysis confirmed an ambicor device issue. A DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: the ambicor cylinders, pump and tubing were visually inspected and examined using a microscope. The tubing was identified as having been cut to separate the cylinder 1, cylinder 2 and pump. Both cylinders had wear at folds in the cylinder body and in the proximal cylinder bodies. Cylinder 1 has broken fabric threads in the cylinder body. Cylinder 2 has broken fabric threads in the proximal cylinder body. No damage was identified in relation to the pump. The identified of broken fabric threads could affect the functionality of the device, as the reported mechanical issue. Product analysis confirmed ambicor device malfunction. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ambicor instructions for use (IFU). Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure in which an ambicor penile prosthesis (app) was explanted because the device is now malfunctioning. No further information was provided.